Event description:
It has been reported to philips that system froze during procedure. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer did not have a service contract and did not approve the quotation; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.